Event description:
The customer reported that on (B)(6) 2011 an incomplete seal was observed on a dxi wash buffer ii solution container. Once the cap of the container was removed corrosion was seen on the seal and the white plastic area. The plastic appeared to be slightly melted and the fluid inside the container was brown. There were no reports of death, serious injury or modification to patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause for this event has not been determined to date.